Manufacturer narrative:
Unit had cracked and bleeding lcd glass. Also, minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip

Event description:
The customer reported via phone call that the insulin pump is cracked at the display screen. Customer's blood glucose was unknown at the time of incident. Troubleshooting found that the customer cannot see the screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.